Event description:
On (B)(6) 2010, pt reported the display screen of the infusion device was blank. Pt has not changed infusion device battery "in a while." A used battery was inserted into infusion device and the display screen remained blank. Battery was inserted correctly. Pt purchased and inserted a new battery of correct type and display remained blank. The infusion device shutdown and would not turn on. Pt does not know if any alerts or errors were rec'd prior to blank display, and alarm history could not be verified. Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.